Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explant date - remains implanted there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ remains implanted.

Event description:
It was reported that the clinical patient underwent a left partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient underwent a left knee arthroscopic procedure on (B)(6) 2011 due to crepitus and pain. During the procedure, lysis of adhesions, partial synovectomy and the debridement of inferior patellar spur occurred. A prominence of the medial bony edge of the medial femoral condyle was also noted as a possible cause of pain. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.